Manufacturer narrative:
Sample is collected in li hep gel tube, centrifuged at 2200 rpm for 15 minutes. Customer states this is the only assay and result in question. Qc was within specification prior to the event. Per customer, system check performed on 7/22/08 met specification. A field service engineer (fse) was dispatched: fse found one aspirate probe not locked in place. (A loose aspirate probe could result in a higher result due to lack of complete aspiration from the reaction vessel). Fse checked locking mechanism of the probe to insure proper operation. Fse instructed customer to insure all probes are locked in place after performing daily maintenance. Although hardware issues may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the unicel dxc 600i synchron access clinical system for one patient. Customer tested a patient sample for accutni and obtained a result of 52.19ng/ml. Initial result was an add-on test which was processed from an aliquot of the original sample drawn earlier that morning. The result was reported outside the laboratory. The physician questioned the result and requested a new sample and the result was 0.011ng/ml. The first sample when re-tested gave a result of 0.013ng/ml and when tested on a different instrument gave a result of 0.018ng/ml. Bci did not receive any report of patient injury or change to patient treatment connected with this event.